Manufacturer narrative:
The company representative observed the autofill failure and the electrical code failure #58. He was unable to open k6 using service diagnostics. The company representative replaced the drive manifold assembly (part number: 0104-00-0018), calibrated and performed functional tests and safety checked to factory specifications. The iabp functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while preparing to transfer patient from hospital console to life star's xport unit the iabp generated an "auto fill failure." The customer re-tried filling and the iabp displayed an "electrical test failure code #58" (power-up vent test failed) with an alarm tone. The customer connected the patient back to the hospital's console and continued therapy using the hospital console during transport. No patient injury was reported.